Event description:
During a scheduled procedure, the 30 degree davinci endoscope was plugged into the robotic tower. The endoscope failed to work properly and gave a repeated error message on the screen. After multiple attempts were made to correct the issue a new endoscope was opened to the field. The faulty endoscope has a ref# 470057 and a sn# (B)(6). The second endoscope opened functioned properly and the procedure was completed as planned.